Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during a stenting procedure performed on (B)(6) 2009. According to the complainant, strong resistance was felt during advancement of the stent system to the lesion. The complainant stated that the stricture was severe and the lesion was curved severely. Strong resistance was encountered during attempts to release the stent. Only the distal part of the stent could be deployed. The partially deployed stent could not be reconstrained prior to removal. However, the stent was removed through the scope and the procedure was completed with a different device. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be good.

Manufacturer narrative:
(B)(4) - (resistance, stent partially deployed). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).